Event description:
It was reported the hemostatic probe did not generate any energy after being connected to the diathermy. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.